Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation, but 20 devices from the same lot number were received. A visual inspection revealed that twenty (20) unopened/sealed devices were returned in original packaging with the batch number of the complaint on the label. The returned devices show no manufacturing abnormalities. A functional evaluation was performed on three returned devices and found that the devices worked as intended by rotating the activation knob clockwise until a hard stop was reached, the anchor was deployed, and the suture cleat was exposed, then releasing the suture tails and pulling on them, per the IFU. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that the knot pull suture strength requirements are specified, and a certificate of analysis is required with each shipment. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the q-fix anchor suture snapped outside of the patient, the remaining suture was pulled through the anchor so nothing remained. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.